Manufacturer narrative:
The lot number that was originally provided (lot #15267079) was thought to be invalid is actually a valid lot number. The report received indicated that the patient underwent magnetic resonance imaging (MRI) and noted that a part of the patient¿s previously implanted 55 cm. Csi trapease pvcf fem/jug inferior vena cava (ivc) filter had broken off and was lodged in the patient¿s kidney. The treating physician was contacted by the cordis medical director to discuss the situation and provide any needed information. There was no reported patient injury/adverse effect. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without procedural films available for review, the reported ¿filter- fractured-separated - in patient¿ and ¿filter- migration¿ could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the patient underwent magnetic resonance imaging (MRI) and noted that a part of the patient¿s previously implanted 55 cm. Csi trapease pvcf fem/jug inferior vena cava (ivc) filter had broken off and was lodged in the patient¿s kidney. The treating physician was contacted by the cordis medical director to discuss the situation and provide any needed information. There was no reported patient injury/adverse effect.